Event description:
During resuscitation of newborn twins (gestational age 35 weeks) it was noted that one of the two was not responding to oxygen therapy as well as expected. A pediatric resident was providing blowby oxygen followed by CPAP in an effort to improve oxygenation, however the spo2 continued in the low 80% range with signs of respiratory distress, despite increases in the blender's set fio2. The respiratory therapist in attendance began troubleshooting the equipment involved and very quickly noted the knob for adjusting fio2 felt loose. He transitioned the patient to a flowmeter attached to wall oxygen and the patient responded quickly with increased spo2. In follow-up, after the patients were stabilized, an oxygen analyzer showed the blender was delivering 21% oxygen regardless of setting. Anesthesia maintenance was called to repair the equipment.patient status: the patient's oxygen saturation returned to normal limits only after the team discovered the malfunction. The infant received potentially unnecessary treatment (i.e. CPAP) and may have received other unnecessary treatment (i.e. Intubation, mechanical ventilation, surfactant replacement therapy) had the malfunction not been discovered.on (B)(4) 2012, the panda warmer was repaired. Eighteen panda warmers were inspected and a similar problem was discovered with one additional warmer, which was also repaired and put back in service. Manufacturer indicated no further action was needed.